Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the clamp was closed on the patient line and there was air in the line. Per the complaint information the cause of the complaint is use error - closed clamp. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain (I-drain). The hp stated the clamp on the patient line was closed. During troubleshooting for the alarm the hp stated that there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated he uses a patient line extension. The hp primed the extension line with the clamp still on and then did not remove clamp when he pressed go for I-drain. The hp started over using new supplies and was able to finish therapy with no further issues.